Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post implant for the leadless implantable pulse generator (ipg) the patients pulse and blood pressure dropped and coded. The patient is deceased.